Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Patient was implanted with two drg leads of the same lot number. It was reported that the patient is no longer getting coverage of painful area with only a small amount in a specific area. It was noted that multiple attempts at reprogramming were performed but unsuccessful. X-rays confirmed both leads had migrated lateral to dorsal root ganglion (drg). Surgery has not been performed but is anticipated at a later date.

Event description:
Follow-up information revealed both leads were explanted and replaced. The patient is receiving effective therapy and the issue is resolved.